Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient received a left attune total knee to treat oa. The patella was resurfaced and cement mfg is from a competitor. The procedure was completed without complications. On (B)(6) 2020: patient underwent a left knee revision. There were no clinical signs of infection. The patella was noted to not be loose and was left implanted. The femoral component was also noted to not be loose, but was revised (no allegations against it). There wasn¿t significant bone loss when the femoral component was revised. The tibial tray was easily removed and was noted to have completely debonded from the cement. The cement was noted to have bonded to the bone. No significant osteolysis was noted. Sigma revision implants were placed at revision. Doi: (B)(6) 2017 dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.